Event description:
Complainant alleged that during a routnie shift check by a clinician the device's battery would not fit into the battery well. Complainant indicated that there was no pt involvement in the reported malfunction.